Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests found a cracked downstream occlusion sensor (dso) and a damaged remote dose connector. A functional test was performed using the occlusion test and the reported issue was duplicated. To solve the issue the dso seal and remote dose connector will be replaced.

Event description:
It was reported that the pump presented the pins in the remote dose cord socket broken off. Per reporter, the pump was reported as faulty by users ¿ pins in rdc found to be broken by ebme engineer. The event took place in theatres recovery area. There was no patient involvement, and no patient harm/adverse event reported. Device analysis identified a cracked downstream occlusion (dso) sensor.